Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 482 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. Customer attempted to address bg by manual insulin injection. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin. System check with technical support confirmed the pump was functioning as intended. Multiple attempts were made to obtain released date however, no response from the customer was received.